Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device's shock button was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for further investigation and the reported issue could not be duplicated. The shock button was tested and worked as expected. No device failure was detected. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report their device's shock button was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.